Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device was able to access the bolus wizard feature. The bolus wizard functioning properly per bolus wizard sample in the 523/723 user guide. All buttons functions properly. No damage noted on the keypad traces. No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device had cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Customer applied adhesive to the reservoir tube. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to 0170.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2019 with blood glucose level was above 465 mg/dl. The customer was treated with insulin syringes, insulin shots. Customer also stated that the reservoir did not came out of the insulin pump. Customer reported they did not allege insulin pump was under delivering. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event. Troubleshooting not completed for high blood glucose. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.